Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's mother reported a hospitalization for high blood glucose. Date of hospitalization was (B)(6) 2014. Blood glucose at the time of admission was 347 mg/dl. Mother also reported her daughter had signs of keytones. The customer was wearing the insulin pump at the time of hospitalization. No additional information was provided.